Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of low blood glucose readings and hospitalization from the insulin pump. The customer's blood glucose reading was 59 mg/dl. The customer stated that she had experienced low blood glucose readings for the last 2 weeks. The customer was advised to disconnect from the pump, and to check if drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was assisted in performing the displacement test. The displacement test passed. The customer was advised to speak with their health care provider regarding low blood glucose readings. The customer was advised to monitor the pump.